Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered and the pump supplies were changed to address bg. The customer performed a supply change to resolve the reported issue and continued to use the pump for insulin therapy.